Event description:
This lead was capped and replaced on (B)(6) 2017 due to high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2018 per physician, lead was fractured. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.